Event description:
International complaint received from complaint coordinator. The facility reported that their infusion pump stopped during patient infusion. This event occurred during patient use. There was no patient injury or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Inspection of the device found no defects. The device passed all testing. The reported condition of a pump that would stop during infusion could not be confirmed or duplicated therefore, no correction to the device was made. The pump was returned to the customer fully operational.